Event description:
It was reported that, "rn dropped compressor on the floor while cleaning the room. Piece broke off. Patient was not in the room."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result and conclusion codes will be made available following an engineering evaluation.